Manufacturer narrative:
Related MFR numbers #2916596-2023-06978 and #2916596-2023-06977. Manufacturer¿s investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation. Additionally, the reported low flow alarms could not be confirmed through the review of the submitted log files. A specific cause for the low flow alarms as well as a direct correlation to the reported outflow graft thrombus could not be conclusively established. The controller event log file contained events from (B)(6) 2024. Of note, several pulsatility index (pi) events were captured throughout the file. Per design, these events would have overwritten older events. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with a known outflow graft kink was off anticoagulation due to a catastrophic bleed. Multiple low flow alarms were reported over several days and a computed tomography (CT) chest revealed a filling defect along the proximal aspect of the outflow cannula with up to approximately 50% narrowing, compatible with outflow cannular thrombus (series 1013). The remainder of the outflow tract, including the distal graft, was widely patent with an unremarkable anastomosis to the ascending aorta. The very proximal portion of the outflow cannula could not be evaluated due to substantial beam hardening artifacts from the apical pump. Log files were submitted for review and contained clusters of pulsatility index (pi) events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible in the log file the mechanical circulatory support equipment was operating as intended electronically and mechanically.